Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 8mm proximal to the proximal edge of the distal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f50 cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left common femoral artery. After a non-bsc guide wire crossed the lesion, the 7.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres for 10 seconds, the angiogram revealed that contrast media was leaking. The device was removed from the patient and balloon rupture was noted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f50 cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left common femoral artery. After a non-bsc guide wire crossed the lesion, the 7.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres for 10 seconds, the angiogram revealed that contrast media was leaking. The device was removed from the patient and balloon rupture was noted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.